Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error was observed upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was being seen for a one week post-implant wound check. Boston scientific technical services (ts) discussed that this type of error is benign and will typically self-correct with no further action needed. No adverse patient effects were reported. The device remains in service and no further issues have been reported.